Event description:
Reporter alleged obtaining blood glucose results in the 500s mg/dl back to back with a result in the 100s mg/dl when testing was performed at the same time on the aviva system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.